Event description:
It is reported that the shell had a piece of fiber wire was sticking out and stuck in the scrub techs finger.

Manufacturer narrative:
This report will be amended when our investigation is complete.